Manufacturer narrative:
Product event summary # the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  reached elective replacement indicator (eri) had unexpected longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #performance data collected from the device was received and analyzed. The time of recommended replacement time (rrt) in the trend data was 2013-03-03 when rrt was less than or equal to 2.62 volts. Concomitant products: 5076 implantable pacing lead 2009(B)(6); 5071 implantable pacing lead 2012 (B)(6). (B)(4).